Manufacturer narrative:
Failure analysis noted that the pump had no button response and button error alarm due to moisture damage on the keypad traces. There was moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that the pump alarmed button error right after exposure to moisture. The customer stated that he was sleeping and it was hot. The pump was in her bra and was exposed to sweat. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.